Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to abrasion while in vivo. Concomitant medical products: 694765, lead, implanted: (B)(6) 2010; ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds. High impedance, noise and a fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.